Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported several cases of diffuse lamellar keratitis (dlk). It was noted that the technician scribbles on the sterile glove with a surgical skin marker and then dabs the marker on the glove to transfer ink to the corneal marking instrument. Also, the site does not have protocol for weekly cleaning of their instrument sterilizer. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the event. Root cause could not be determined as the system is within specifications. (B)(4).